Event description:
It was reported to target that during the procedure the idc coil did not detach. Upon inspection of the returned device on 8/20/98 it was discovered that the idc was stretched and separated making this complaint a MDR. The pt's health was not affected by this event.